Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Physician reported that a patent has been submitted to him for unscheduled follow-up after cardioversion. The device paces voo 70bpm. Interrogation leads to message unknown device or wrong software version. It does not react to magnet or to emergency programming. The patient has bee re sent to the hospital which performed the cardioversion, but does not own an orchestra programmer.